Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / right fallopian tube not occluded with essure'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen. Abnormal bleed/abnormal bleeding(general)') and kidney infection ('kidney infection') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, augmentation mammoplasty and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos. In 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/abdominal cramps during menstrual periods"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight loss poor ("unable to lose weight"), mood altered ("moody") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and endometrial ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, fatigue, alopecia, nausea, migraine, headache, weight increased, vaginal discharge, weight loss poor, mood altered and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood altered, nausea, vaginal discharge, vaginal haemorrhage, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: date(s) of insertion: discrepancy noted as per summons previously date of insertion was reported as 2005, now in current pfs, it was 26oct2011. Patient received treatment for bleeding: menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed. Current weight 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: left occlusion only patent right oviduct.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs and mr received. Reporter information, medical history added. Events: abnormal bleeding (vaginal, menorrhagia), kidney infection, pain/abdominal cramps during menstrual periods added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / right fallopian tube not occluded with essure') and kidney infection ('kidney infection') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, surgical with endometrial ablation". The patient's medical history included hypertension, augmentation mammoplasty and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: oral contraceptive nos. In 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage ("gen. Abnormal bleed/abnormal bleeding(general)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/abdominal cramps during menstrual periods"), migraine ("migraine"), headache ("headaches"), weight loss poor ("unable to lose weight"), mood altered ("moody") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, fatigue, alopecia, nausea, migraine, headache, weight increased, vaginal discharge, weight loss poor, mood altered and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood altered, nausea, vaginal discharge, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. The reporter commented: date(s) of insertion: discrepancy noted as per summons previously date of insertion was reported as 2005, now in current pfs, it was (B)(6) 2011. Patient received treatment for bleeding: menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed. Current weight 180 lbs. Discrepancy noted: the insertion date as per mr is (B)(6) 2011. No. Of coils:8 rings visible bilaterally. Findings: normal endometrial cavity with mild proximal tubal obstruction allowing introduction into the tube with essure and deployment but did not get as deep into the tube as desired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: left occlusion only patent right oviduct.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received. Reporter information , auto-narrative supplement, event: "hysteroscopy, surgical with endometrial ablation" added . Model no and implant date updated. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding),') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight loss poor ("unable to lose weight") and mood altered ("moody") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, dysmenorrhoea, fatigue, alopecia, nausea, migraine, headache, weight increased, vaginal discharge, weight loss poor and mood altered outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, vaginal discharge, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: date(s) of insertion: discrepancy noted as per summons previously date of insertion was reported as 2005, now in current pfs, it was (B)(6) 2011. Patient received treatment for bleeding: menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter's information was updated. Case become valid. Injury nos replaced with new events. Added event dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, fatigue, hair loss, nausea, migraine, headaches, weight gain, vaginal discharge, unable to lose weight, moody. Patient note was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration/right fallopian tube not occluded with essure') and kidney infection ('kidney infection'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy, surgical with endometrial ablation". The patient's medical history included: hypertension, augmentation mammoplasty and dysfunctional uterine bleeding. Previously administered products, included for an unreported indication: oral contraceptive nos. In 2011, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage ("gen. Abnormal bleed/abnormal bleeding(general)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), kidney infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/abdominal cramps, during menstrual periods"), migraine ("migraine"), headache ("headaches"), weight loss poor ("unable to lose weight"), mood altered ("moody") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, kidney infection, dysmenorrhoea, fatigue, alopecia, nausea, migraine, headache, weight increased, vaginal discharge, weight loss poor, mood altered and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, mood altered, nausea, vaginal discharge, vaginal haemorrhage, weight increased and weight loss poor to be related to essure. The reporter commented: date(s) of insertion: discrepancy noted, as per summons previously date of insertion was reported as 2005. Now in current pfs, it was (B)(6) 2011. Patient received treatment for bleeding, menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed. Current weight: 180 lbs. Discrepancy noted: the insertion date as per mr is (B)(6) 2011. No. Of coils: 8 rings visible bilaterally. Findings: normal endometrial cavity with mild proximal tubal obstruction allowing introduction into the tube with essure and deployment, but did not get as deep into the tube as desired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2012, left occlusion only, patent right oviduct. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, medical device monitoring error. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.